Event description:
It was reported that a user experienced recurrent hypoglycemia associated with meal announcements while using the ilet, with a documented glucose low of 44 mg/dl and device low-glucose alerts, and the user subsequently reverted to a prior pump therapy. Symptoms included shakiness, sweating, visual disturbance, and cognitive impairment. Outcomes included urgent low glucose requiring immediate oral carbohydrate treatment and eventual stabilization without medical facility intervention. Investigation included troubleshooting and education with customer support and adjustment attempts. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that a device malfunction was not confirmed and the event was managed with standard hypoglycemia treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.